Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. The insulin pump had intermittent button response and button error alarm due to corroded keypad traces. No numbers ramping up noted during testing. The insulin pump passed displacement test, rewind, basic occlusion, prime and no delivery tests. No excessive "no delivery" alarm noted during testing. The insulin pump had cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she received a button error alarm and no delivery alarm. The customer reported that the numbers were ramping on their own. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was 124 mg/dl at the time of call. The customer stated that she treated the high blood glucose with manual injection. The customer stated that the insulin exited and resolved the no delivery alarm after changing the infusion set. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.